Event description:
Customer reported via phone call that customer experienced constant tone of insulin pump. Customer's blood glucose was 84 mg/dl. Customer reported that insulin pump was making one long and steady beep. Customer reported that when batteries were changed, insulin pump had a blank screen display and received an unexpected restart alarm. Alarm history also showed signal too low alarm and and low reservoir. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.